Event description:
A pt was treated for intramural fibroids (cm and 2cm) by uterine fibroid embolization (ufe) in 2001 at a hospital overseas. The prodedure was a bilateral catheterization. There was some difficulty accessing the uterine artery. A total of 24 ml of embosphere microspheres were used: 8 vials 620gh, #171m 2 vials 620gh, e164, and 2 vials 820gh, e22 and resulted in complete cessation of blood flow in the uterine artery. The proceudre was performed by two interventional radiologists and a gynecologist. Antibiotics were not given prophylactically. Pt was released from the hospital 4 days prior to the event date. Pt called the hospital on saturday to report a little pain and fever (nothing very strong) and was advised to take analgesic medication. On the event date, pt apparently experienced a heart attack and was admitted to the hospital. Pt experienced a second heart attack while undergoing a hysterectomy and died.